Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device will not accept a software update, shows error "ECG firmware update failed". There was no impact nor health consequences noted, however, it is unknown at this time if the device was in use. A good faith effort has been initiated.